Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode complained of pain around s-ICD and the inability to sleep on left side. An infection was suspected due to redness around pocket site, however infection was not confirmed. Surgical intervention was performed and the device and electrode were explanted without incident.